Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that the bladder in a smiths medical cadd medication cassette broke during compounding. It was reported that leaking was noticed during airing out of the cassette, after medication was added. Per reporter there was no patient involvement.